Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A damage jaw could have contributed to the reported ¿tissue effect issues¿ , this due to the jaws was unable to fully close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lower anterior resection procedure the device would not seal, but it did activate. No message screens were noted on the generator. Another like device was used to complete the procedure. No patient consequences were reported.